Event description:
Customer reported an issue with the patientnet station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives checked the systems access point connections and cleared error logs. System was tested.